Event description:
After 2 days of iab therapy, blood was noted in the tubing and the pump was stopped. However, since the doctor was not available the iab was not removed from the pt until the following day. The pt was reported to have expired 3 days later. The cause of death was not reported.